Event description:
It was reported that the lead helix would not extend after being retracted. The lead was attempted and not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the helix had disengaged from helical channel. It was also noted that the inner tubing was kinked/buckled and that there was blood in/on the helix mechanism.